Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a blood glucose (bg) level displayed as "high" on the continuous glucose monitor. The cause of elevated bg was unknown; however, customer recently had the flu which possibly contributed. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with a correction bolus and intravenous saline. Reportedly, the customer was released on (B)(6) 2022 with the issue resolved and no permanent damage.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.